Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. Photos were provided and pending review. The investigation is currently underway. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. G4: PMA/510(k) #: k201155; k241946. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the peritx placement kit (item # 50-9900c) is being received with outer packaging labeled as the pleurx placement kit (item # 50-7700). Due to this, the customer does not feel comfortable using the catheter. There were no patients impacted.

Manufacturer narrative:
H11: three photos, six trays, and the outer case were provided to our quality team for investigation. Based on visual inspection, we can confirm that an incorrect carton was used to package these trays; therefore, the reported failure has been verified. A review of the internal manufacturing device records and raw material history files for the reported lot number reku0292 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. No deviations/issues were identified or associated with the reported event regarding product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. The lot met all release criteria. Based on the quality team's investigation, it was identified that the probable root cause is traced to manufacturing related. Corrective action preventive action initiation determination was initiated as a result of this lot. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), h3 (device eval by manufacturer?), d9 device available for eval. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the peritx placement kit (item # 50-9900c) is being received with outer packaging labeled as the pleurx placement kit (item # 50-7700). Due to this, the customer does not feel comfortable using the catheter. There were no patients impacted.